Manufacturer narrative:
The lead was discarded following explant and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to suspected lead fracture. No additional adverse patient effects were reported.